Event description:
Pt states one of her pumps, sn (B)(4) due for maintenance; on (B)(6) 2018 is not working. Author asked what was wrong with it and pt kept repeating "it's not working." Author asked if there was an error message at all, pt stated, "nope," it just doesn't work." Author asked if it ever worked, pt stated that it did. Author asked when it stopped working, pt stated, "3 days ago." Pt only has one working pump. Author advised pt to call as soon as possible with any pump issue so that we can replace it. Pt stated she didn't have a phone. Author attempted to advise pt that if her one working pump goes out, she will need to go to the hospital. Pt kept talking over author stating that she is "not dumb" and she will "do what she has to do." Psr will set up replacement pump and return box. Pt is unharmed. No other info is known. Dose or amount: 70nkm, frequency: continuously, route: IV. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: pah.